Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported customer experienced a blood glucose reading of "hi" mg/dl requiring hospitalization. Mother alleged a problem with the piston rod. Mother reported the doctor indicated that the problem comes from the pump, that it does not administer insulin correctly.